Event description:
Customer reported unexpected negative reactions on the echo on a patient sample. Customer is currently performing parallel testing for echo validation and observed discrepant results with echo versus gel.

Manufacturer narrative:
Reactivity of the (B)(6) was confirmed with retention crrs(3), lot r028 and r032 and crrid, lot id106. A service call was made. The instrument was performing as expected.